Event description:
It was reported that direct stenting was attempted on a proximal lad lesion that was 95 percent stenosed. During the withdrawal of the stent delivery system from the stent, resistance was felt and the device was pulled out of the patient. Upon removal, it was discovered that the shaft had separated and the distal segment of the device remained in the coronary artery. The patient was sent for emergent cardiac bypass, but the separated distal piece was not recovered by the surgeons. The patient died 8 (eight) days later from a massive infarction with hemodynamic deficiency.